Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Customer's age and weight are unknown. The model # was not provided.

Event description:
A pharmacist from (B)(6) reported that the customer obtained readings between 22 to 45 mg/dl for the period of three weeks to a month on her contour xt meter. Based on the readings received on the meter, the customer thought she was hypoglycemic and kept on increasing her sugar intake. As a result of increased sugar intake, her glycated hemoglobin level increased from 7.7% to 10.8% overtime. Additionally, the physician tested the customer's blood glucose level with a different box of test strips from the same lot and obtained a reading of 539 mg/dl. The patient was treated with insulin. No further event details were provided. The differences between the readings falls in "d" zone of the consensus error grid, making the differences clinically significant. The pharmacist was advised to return the test strips for evaluation.